Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported issues with accuracy regarding the monitor displaying values lower than the arterial blood gas results. No known impact or consequence to patient were reported.